Event description:
It was reported that, during a lead revision, one of the titan anchors was removed and the inner metal part of the anchor "fell away" from the silicone outer layer of the anchor. The sutures were still in place, but the anchor was no longer functioning to keep the lead in place. It was noted that the lead revision was required as the lead had migrated and the pt only received intermittent stimulation. The same lead was repositioned, using a lead revision kit, and another anchor was also used. There was no injury to the pt and the pt was doing well, with good coverage, following the lead revision.

Manufacturer narrative:
Analysis of the stimulation titan anchor found it had separated. The titanium insert was observed outside of the silicone sleeve.

Manufacturer narrative:
(B)(4). The device is included in the medical device safety alert, for the model 3550-39 titan anchor due to the potential for lead migration as a result of insert separation within the anchor, (B)(4).